Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 34 colony forming units (cfus) of champignons filamenteux. During the second sampling, the scope tested positive for < 1 cfus of unspecified revivable microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, it was uncovered that that the charge-coupled device cover glass was chipped. Additionally, the charge-coupled device cover glass glue was white clouded. It was also observed that the light guide cover glass glue was white clouded. It was observed that the glue of the bending section cover had discoloration. It was also observed that buttons 1, 2, 3, 4 and 5 were damaged/ split due to wear and tear. Lastly, it was observed that the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.